Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. However, the insulin pump was received with severely scratched display window, broken reservoir tube lip, missing reservoir the tube lip o-ring, cracked reservoir tube, cracked case near the display window corners, cracked display window, broken battery tube thread and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that there was a crack on the outside plastic of the insulin pump, and when the customer inserted a battery into the insulin pump the device went blank and did not power on. The patient's blood glucose at the time of incident is unknown. Troubleshooting for the blank display did not occur since the customer did not have a new battery to test inside of the insulin pump. However, the customer was off of the device for a whole week due to the blank display anomaly. The father also confirmed that the crack was on the right side above the screen; he was unsure of what caused the damage. The damage occurred two months ago. The customer's father was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.